Event description:
It was reported that the ventricular lead exhibited low lead impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal insulation was abraded at 38.2 cm from the distal end due to the suture sleeve being tied too tightly at that location.